Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pushwire assembly was found broken and the release wire was pulled back as intended to release the implant (this is a manual method provided in the instruction for use). (B)(4).

Event description:
It was reported the coil prematurely detached during delivery and was successfully removed from the patient. No patient injury reported.